Event description:
It was reported that the user requested assistance performing a full supply change on the ilet using a contact detach infusion set after self-administering a manual insulin injection for a blood glucose of 180 mg/dl; the agent guided the user through a complete supply change and resumed insulin delivery, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported impact on activities of daily living, no medical intervention beyond user education and troubleshooting, and no hospitalization. Investigation included technical troubleshooting and user education regarding timing of reconnection after a manual insulin dose. Investigation of this case revealed no device malfunction, with cause of the hyperglycemia unclear and infusion set function not demonstrated to be defective. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.